Manufacturer narrative:
A field service engineer (fse) was not dispatched to assess instrument performance. In conclusion, an assignable cause for this event could not be determined with the information supplied; however, it is likely that access intact pth-io samples were aspirated and processed when the pipettor became available after completing the in-progress access rubella igg samples, which is expected behavior.

Event description:
The customer reported a delay in providing parathyroid hormone, intact intraoperative (access pth-io) results from the access 2 immunoassay system (serial number (B)(4)) while a patient was on the operating table, which may lead to unnecessary prolongation of surgery time. There was no allegation of harm reported in association with this event. The customer loaded three access intact pth-io samples from the same patient while a calibration for the two-step rubella immunoglobulin g (access rubella igg) assay was in progress. The access intact pth-io samples were requested as stat samples, but they did not aspirate for 17 (seventeen) minutes, 12 (twelve) minutes, and 2 (two) minutes, respectively, after being loaded. The customer reported a delay in providing the results for this patient who was in surgery. The access 2 immunoassay system scheduler will put priority on stat samples after pipetting of in progress samples/sets is complete. Since the access rubella igg assay is a two-step assay, the pipettor is committed to finishing the second step of pipetting on schedule and will not aspirate the access intact pth-io stat samples until the rub-igg calibration pipetting is complete or the rub-igg calibration is aborted by the operator. The customer did not report issues with qc (quality control) or system hardware. Sample collection and centrifugation information was not provided.